Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The batteries have been received and are awaiting further analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Manufacturer narrative:
It was reported that the patient was experiencing premature switching between both power sources. The heartware vad is used for treatment not diagnosis. The batteries((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed two instances of premature switching events on the date of the reported event. Analysis of the device revealed that the device met specifications; the batteries passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the batteries and the controller. The most likely root cause of the reported event is a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient came to hospital for routine follow up and vad technicians found critical battery alarms in data log. The patient explained that she had several situations where the controller changed from one port to other and later a critical alarm started. She was aware if this issue and tried to isolate specific affected batteries. This was not possible. It seemed like all batteries were affected. All batteries were replaced. It was reported there was no effect on the patient and the patient did not have any physical problem during the event. Patient is doing fine.